Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, stenosis at the access site was reported and treated with an unspecified intervention. No additional adverse patient effects were reported.